Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection.

Event description:
Healthcare professional reported right side "wound issue¿ not device related. Device was explanted. Healthcare professional later reported right side "infection".